Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05129. It was reported that the patient had inappropriate shocks. In clinic all three of the patient's leads exhibited loss of capture with noise on the right ventricular lead. An x-ray confirmed dislodgement due to twiddler's syndrome. The leads were explanted and replaced. The patient was stable during and post procedure.